Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit was burning hot on the back of the case where the battery door was located. The unit became hot when it was powered on. Troubleshooting included power cycling and replacing the batteries with new ones, but the unit became hot again. This was an out-of-the-box issue, and the unit has not been placed into service at the facility. There was no patient involvement.

Manufacturer narrative:
Additional information: d9 g3 h3 h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found no issues with the device and an extended time was taken to try to reproduce the issue. It was reported that the unit was burning hot on the back of the case where the battery door was located. The unit became hot when it was powered on. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: unit was received with a 1.07.00 software. The issue was resolved by updating the system software 1.08.00. The most likely cause for the additional condition is determined to be software issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.